Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a 2.75 x 15 mm quantum maverick balloon. The physician implanted a taxus express2 2.75 x 16 mm drug eluting stent to the 75% stenosed lesion located in the moderately tortuous, calcified, proximal to mid left anterior descending (lad) artery at 18 atms. Ivus confirmed that the stent was partially dilated. The stent was then post dilated at 20 atms with a 2.75 x 15 mm quantum balloon. Ivus was performed again and the procedure was completed. No pt injuries or complications were reported. Plavix was administered one week prior to the procedure and prescribed post procedure. Three days post procedure, the pt experienced chest pain and high blood pressure. The physician diagnosed stent thrombosis and an emergency percutaneous coronary intervention (pci) was performed with a non bsc stent, unk size. The pt's status post procedure is noted as good. No add'l pt injuries or complications were reported. It is the physician's opinion that under-expansion may have contributed to the event.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.